Event description:
A consumer reported that he experienced pain after using the solution and went to an urgent care center. The dr did not find anything wrong with his eyes and did not treat him. The following day the consumer phoned his eye dr and this dr phoned in a prescription for neomycin. The consumer reports he used it for two days and the irritation resolved. Icp mass spectrometry was performed on another sample of this lot and showed a higher than expected amount of trace iron in the bottle of solution. Over time this would affect the product stability and color. The source of the iron was identified as one particular lot of one of the raw materials, poloxamine. The affect of the higher level of iron is that the stability of the product is compromised with respect to color and efficacy over time. A global recall was initiated for this lot.

Manufacturer narrative:
Icp mass spectrometry was performed on another sample of this lot and showed a higher than expected amount of trace iron in the bottle of solution. The source of the iron was identified as one particular lot of one of the raw materials, poloxamine. A global recall was initiated for this lot.